Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D.1. Potential lot numbers provided, but unverifiable as the individual packaging had been disposed of. Unable to report a lot number.

Event description:
According to the customer¿s report, the needle did not retract during use when the needle retraction button was pressed.